Manufacturer narrative:
Medical device: model number: 72400024, lot number: 0174186018, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) pump and balloon were explanted due to a suspected leak. The patient never achieved continence. Following the surgery the patient was recovering.

Event description:
It was reported that the artificial urinary sphincter (aus) pump and balloon were explanted due to a suspected leak. The patient never achieved continence. Following the surgery the patient was recovering.

Manufacturer narrative:
Device evaluation: the pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon tested at 68.5 cmh2o. It is rated at 61-70 cmh2o. The balloon passed functional testing and performed within product specifications. Product analysis did not confirm the fluid leak allegation and was unable to confirm the urinary incontinence. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "known inherent risk of device" was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of urinary incontinence is included in the product labeling. D4: model number: 72400024, lot number: 0174186018, model description: balloon fgs 61-70 cm.